Event description:
The facility reported five cases of toxic anterior segment syndrome (tass) since the beginning of early march. All pts have recovered and done will with treatment. The first two cases happened back to back (fifth and sixth surgery cases of the day) performed by a well-established surgeon. They both returned one day post operatively with tass symptoms and were treated with steroids. This file is for the second case of tass and sixth case of the surgical day. This is the second of five reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).